Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic'), schizoaffective disorder ('psychological or psychiatric problems condition: schizoaffective, disorder'), genital haemorrhage ('gen. Abnorm. Bleed.') And bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain in hip, sciatica, fibrocystic disease of breast, menometrorrhagia and chronic cervicitis. Concomitant products included colestipol from (B)(6) 2016 to (B)(6) 2016, ibuprofen, nsaids since (B)(6) 2008, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), schizoaffective disorder (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with escitalopram oxalate (lexapro), oxcarbazepine (trileptal), quetiapine fumarate (seroquel), sertraline hydrochloride (zoloft) and surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and abdominal pain had resolved and the schizoaffective disorder, bipolar disorder, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, schizoaffective disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure confirmation test as the plaintiff did not undergo essure confirmation test. Patient received treatment for- pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: event was added- gen. Abnormal bleeding and abdominal pain. Event outcome was added- pain and bleeding was resolved. Patient demographic details and product information was added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain in hip, sciatica, fibrocystic disease of breast, menometrorrhagia, chronic cervicitis, bipolar disorder and hyperlipidemia. Concomitant products included colestipol from on (B)(6) 2016, ibuprofen, nsaids since on (B)(6) 2008, oxycodone hydrochloride; paracetamol (percocet), pantoprazole and paracetamol (acetaminophen) since on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), schizoaffective disorder ("psychological or psychiatric problems condition: schizoaffective, disorder"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorme. Bleed."), abdominal pain ("abdominal pain") and eczema ("I have sever eczema"). The patient was treated with escitalopram oxalate (lexapro), oxcarbazepine (trileptal), quetiapine fumarate (seroquel), sertraline hydrochloride (zoloft) and surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and abdominal pain had resolved and the schizoaffective disorder, bipolar disorder, vaginal haemorrhage, depression, anxiety and eczema outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, eczema, genital haemorrhage, menorrhagia, pelvic pain, schizoaffective disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure confirmation test as the plaintiff did not undergo essure confirmation test. Patient received treatment for- pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media content received, new reporter and event I have severe eczema added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), schizoaffective disorder ('psychological or psychiatric problems condition: schizoaffective, disorder') and bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain in hip, sciatica, fibrocystic disease of breast, menometrorrhagia and chronic cervicitis. Concomitant products included colestipol from (B)(6) 2016 to (B)(6) 2016, ibuprofen, nsaids since (B)(6) 2008, oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2008. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), schizoaffective disorder (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). The patient was treated with escitalopram oxalate (lexapro), oxcarbazepine (trileptal), quetiapine fumarate (seroquel), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the schizoaffective disorder, bipolar disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, bipolar disorder, depression, menorrhagia, pelvic pain, schizoaffective disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure confirmation test as the plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs & mr received. Reporter's information was added. Patient's demographics was added. Date of insertion was added. Added event abnormal bleeding (vaginal, menorrhagia), depression, bipolar disorder, anxiety/mental anguish, schizoaffective disorder. Updated outcome of event pain from unknown to recovering/resolving. Concomitant conditions, concomitant drugs, historical drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.